Manufacturer narrative:
H.6. Investigation findings code c21: conclusions pending results of product history review and engineering evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on an unknown date, a patient was treated for an aaa using a medtronic endurant device. On december 20th, a reintervention occurred to treat type 1a and type 1b endoleaks on the endurant using a cook graft and a gore excluder® iliac branch endoprosthesis (ibe). The cook graft was inserted through a 22 fr gore® dryseal flex introducer sheath (dsf). While advancing the dsf, there was a lot of interaction between the sheath and the medtronic device. When the physician removed the dsf, the metal at the end of the sheath had unraveled. The patient tolerated the procedure.

Manufacturer narrative:
D.4. UDI: number corrected to full UDI number. G.3. Date manufacturer received is listed as february 12, 2025, as that is the day that the coding was approved. H.6. Investigation findings code c0702: the reported device interaction with an existing device could not be independently confirmed; however, the reported metal unraveling at the distal end of the sheath was confirmed during evaluation of the returned device. The gore® dryseal flex introducer sheath instructions for use (IFU) provide instruction to not continue advancing the sheath if resistance is felt and to investigate the cause for the resistance. The specific cause for the sheath interaction with the existing device could not be established, but the cause for the confirmed sheath damage is attributed to the reported procedural interaction.